Event description:
Our nursing staff experienced an event on two separate occasions in which insufficient doses of insulin were administered to the patient. In both cases, the needle was placed on the pen device correctly, but when the medication was injected, a significant amount of insulin had built up in the space where the needle meets the skin. Furthermore, the safety mechanism failed to activate both times despite nursing "pushing hard." The patient also reported that they felt the burning sensation of insulin going in, so they apparently did receive a portion of their total dose. However, because the exact amount could not be determined, they had to be transferred to a higher level of care for increased monitoring. FDA safety report ID# (B)(4).